Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "possible rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell, red particles material was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated, one opening striated and nicks striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. One opening striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.